Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Device was not explanted (valve in valve procedure was performed).

Event description:
The manufacturer was informed of this event through patient tracking. Pvs23 valve was implanted on (B)(6) 2020. The patient is now under evaluation for a valve in valve procedure due to aortic stenosis. Based on the new information received, aortic stenosis was about 60 and tavr with the edward valve has been performed.

Manufacturer narrative:
Since the device is not accessible for return to the manufacturer, no further investigation on the device can be performed. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Since limited information is available, it is not possible to establish a definite root cause for the reported stenosis event. However, from the document review performed, no manufacturing deficiencies were identified. Should further information be received in the future, the manufacturer will provide a follow up report.